Event description:
It was reported that during a routine follow-up of this subcutaneous implantable cardioverter defibrillator (s-ICD) patient, the doctor noticed artifacts in the subcutaneous electrocardiogram (s-ECG) recording. It was also reported the device had delivered an inappropriate shock. Technical services (ts) was consulted for further review and recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.